Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. Per surgical technique flexible reamer for acl reconstruction: always drill the pin in a fluid environment. Start the drill slightly off the bone. Use light pressure and high rpms to maximize efficiency while drilling. -make sure the head of the pin seats fully into the recessed tip of the guide. Use the numbered laser lines to indicate when the appropriate socket depth is reached. The most likely cause for the reported failure can be attributed to misalignment during insertion and/or prying/leveraging the device during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by a sales representative via (B)(4) that (qty. 2) of an ar-1401f-100 arthrex® flexible reamer with flexible tightrope broke from housing immediately after drilling. The drill was removed, and no harm was found. The case was completed using a low profile in place of the flexible reamer to complete the tunnel preparation. This was discovered during a procedure on (B)(6) 2024, with no reported patient harm. Additional information was received on 12/17/2024: this occurred inside the patient during the case. The weld in the middle where the flexible portion is housed broke. There was a ten-minute delay in the case. No reported adverse effects on the patient due to the issue. This was discovered during an acl reconstruction procedure on (B)(6) 2024.